Manufacturer narrative:
No conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On follow up it was reported that the patient was successfully discharged to home treatment.

Manufacturer narrative:
H3: product analysis: evaluation could not reproduce the reported malfunction of continues to run. The visual and performance tests were carried out and easy drill stopped normally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the craniotomy, the perforator did not respond to the autostop system and drilled into the patient's skull, which resulted in a violation of the patient's brain. After passing the product to the dura mater, the perforator did not react and did not stop. It was reported that there was an intervention performed where the patient was checked and monitored so that the dbs procedure could be continued. It was also reported that there was delay in procedure for an hour and procedure was completed with backup products. The patient is post-injury and after successful dbs implantation. The injury did not prevent the continuation of the operation. Subsequently, the patient is monitored and will undergo a check-up. Additional information regarding the patient impact was being followed up from the facility.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed due to device was not at returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.